Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported that the patient underwent an unrelated surgery on (B)(6) 2017 and did not turn the ipg to surgery mode. Since the unrelated surgical procedure the ipg has been unable to communicate with the external devices. It was determined the ipg is in service app mode. Surgical intervention may be pending to address this issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced.